Event description:
Patient revised for pain, stem was not anterverted enough and possible metalosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: patient revised for pain, stem was not anteverted enough and possible metallosis. Doi unk dor (B)(6) 2009 (right hip). Update (B)(4) 2012 - litigation papers were received. Part/lot information identified by invoice search. Doi: (B)(6) 2006. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds one other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or complaint database search was not possible as the product and/or lot codes required were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.